Event description:
It was reported there was a monopolar connection error; the alarm was not sounding, the blades were not working. There was no patient impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition. When powered on, the generator correctly recognized both patient pad return connection and handpiece connection but no energy could be delivered from the handpiece. Generator visually and audibly reported energy was being delivered although it was not. Found u9 optocoupler on rf controller was non-functional. This u9 enables output which is controlled by the ucb pcba. After replacing the u9, the unit delivered rf energy correctly into the fixed resistors. For unknown reasons, the internal led of optocoupler u9 failed in an open condition which prevented the generator's output circuits from being enabled so rf energy output was not delivered. It is unclear how this component failed since the unit underwent both active and passive burn-in testing prior to shipment. The unit was repaired and applicable software and hardware upgrades were performed. It passed final testing and was recertified for use. End of report.